Manufacturer narrative:
This supplemental report is being submitted to provide inadvertently omitted information from the previous report regarding the investigation findings. Updated information: d9 - date returned to mfg and h6. Visual inspection of the returned device identified that part of the biopsy valve was broken, and a broken piece of the biopsy valve had detached. The detached fragment was retrieved. The shape of the detached rubber fragment matches the damaged portion of the biopsy valve, confirming that the fragment originated from the biopsy valve. Reproducibility confirmation was performed using a representative device, as the returned device was damaged. Following the procedure described in section 9.5 ¿insertion and removal of endoscopic treatment accessories¿ of the instruction manual, the biopsy valve was not damaged after 20 straight-line insertions and removals of the syringe. When the syringe was inserted and removed at an angle, the operation became difficult, and the biopsy valve was damaged after 5 cycles. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, and h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reported incident occurred due to damage to the biopsy valve; however, the root cause could not be identified. Based on the reproducibility confirmation results, inserting and withdrawing the syringe at an angle may have applied stress to the biopsy valve, potentially causing its damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During an unspecified therapeutic procedure, a part of the biopsy valve peeled off and fell into the bronchus. The fallen item was retrieved, the instrument used during retrieval was unknown, the procedure was completed using a backup device, and there was no patient harm reported.